Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that the right ventricular lead exhibited greater than 2000 ohms impedance and increased threshold. Subsequently, impedance and threshold measurements returned to normal values. The lead will be monitored.